Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a "high" blood glucose reading and discovered the cartridge was not fully tightened to the ilet pump, resulting in interrupted insulin delivery; customer care guided the user through the change cartridge and tubing process, after which insulin delivery was resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included user interview and troubleshooting with education on proper cartridge and infusion set connection. Investigation of this case revealed an infusion set and cartridge connection issue due to incomplete attachment, consistent with user error and an incorrectly deployed or incompletely attached infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling error.